Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported event of dislodgement during implant post tether mode could not be confirmed. Final analysis found that the helix length was out of specification consistent with procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure it was noted that the lp had dislodged post-tether mode and the helix had stretched. The lp was removed and replaced. The patient was in stable condition.